Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a deviation in blood glucose readings has been observed. The mother obtained a result of 250 mg/dl. Shortly afterwards she injected 0.45 units of insulin to her son and performed another blood glucose reading with a result of 70 mg/dl seven minutes later. The patient was given juice.